Event description:
It was reported that a balloon rupture had occurred. The 10mm x 2mm wolverine coronary cutting balloon was inserted in the moderately tortuous lesion area and after dilation was performed several times at six atmospheres, the balloon ruptured when pressure was applied again. The balloon was retrieved and the procedure was completed with a 10mm x 2.25mm wolverine. There were no patient consequences.